Event description:
Adverse event(s): "no pt involvement" (no patient involvement). Product problem(s): "system shut down" (operating system becomes non-functional). A facility reported the unit shut down on its own after the last case was completed. There was no pt involvement.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported complaint. All the connections were checked and the cards were reseated. The system was then tested and met all product specifications. (B)(4).